Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that left ventricular (lv) lead non-capture observed on the presenting electrogram (egm). Right ventricular pace / lv pace (rvp/lvp) was observed with rvp coming slightly before the lvp. It was not marked as rv sense, and biventricular (biv) trigger pacing was not on. The following month, the patient was seen in-clinic, and lv non-capture was not reproducible while the patient was monitored via electrocardiogram. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Lv output was increased to 2.5 v. This lv lead remains in service. No adverse patient effects were reported.